Event description:
Nurse picked up sharps container to dispose of it and her right index finger was punctured by a used im needle protruding from upper left area of container. All nurses were questioned and they all denied forcing any sharps into this container at any time. Container was not overly full. Staff commented that it is difficult to tell when container is full.